Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as surgical damage. Also observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). And broken device assessed, as surgical damage (both patterns along the same edge). And missing shell assessed, as inconclusive. As per the investigation procedure: wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side device rupture. Diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6) . A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: device rupture.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: ""lymph node with silicone on axillae and siliconoma".

Event description:
Later, healthcare professional reported "lymph node with silicone on axillae and siliconoma" via ultrasound.